Event description:
A malfunction was reported on a pump by the caller, identified with a malfunction code of 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was informed to continue using the pump and to contact support if the issue recurred, which the customer understood.